Event description:
The incident was reported to lumenis regulatory on 03/16/2006. A dentist reported that a subject reported pain in 08/2005 while treated with the erbium: yag wavelength of the opusduo system in preparation for a minor occlusal filling with a flowable composite. According to the customer, factory presets for class I cavity preparation and enamel were utilized. The opusduo operator manual specifies 300-900 mj energy and 7-20 pulses per second pulse rate for this application. Two different delivery devices, the 800 (hpx) and 100 (hollow or hpx), were used, both in contact mode. Following the procedure, the subject continued to experience discomfort, and in about 4 months later emergency pulpectomy with sedative fill was performed to alleviate pain. In about a month later, root canal and filling were completed. The dentist stated that prior to the 08/2005 treatment with the opusduo, the treated tooth had only a minor cosmetic defect (staining in the grooves) and was otherwise sound.